Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received. Patient was revised due to a metallic pseudotumor secondary to a metal on metal hip. The liner and head are being reported. Update rec'd 05/08/2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from pain, discomfort and dislocation. There is no new additional information that would affect the MDR decision. Update rec'd 06/19/2014 - pfs and medical records received. After review of the medical records the revision operative note confirmed a pseudotumor. There is no new additional information that would affect the existing MDR decision. Update 05/23/2016 - pfs and med records received. In addition to what was previously reported, pfs reports that the patient had elevated metal ion levels and swelling. There is no new additional information that would affect the existing MDR decision. Updated head/liner and added the stem for the alleged high metal ion levels.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint #: (B)(4).

Event description:
Update (B)(6) 2018: (B)(4) has been re-opened under (B)(4) due to receipt of ppf and implant records. In addition to what previously alleged, ppf alleges metal wear and metallosis. Added lawyer and law firm. Doi: (B)(6), 2009 dor: (B)(6) 2013 (left hip).

Manufacturer narrative:
Product complaint # : (B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.